Event description:
Calibrator used for total bilirubin resulting in lower results. Organization has added a correction factor that will be applied to affected results. Reported to abbott / ticket # (B)(4).